Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the plastic distal end cover and the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer updated investigation and correction to the initial with information inadvertently left out. Information inadvertently left out: the customer cleaned, disinfected, and sterilized the device before sent it to olympus. No abnormalities in the accessories used for reprocessing. No delay in the start of precleaning and the customer flushed the air/water nozzle with water and air. No abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges and the customer flushed the air/water nozzle / channel with the detergent solution. Additionally to the previous reported evaluation results, there were non-reportable (non-pae) defects noted. Based on the results of the updated investigation, olympus could not specify the cause of the foreign material remained in the device from the obtained information. However, as a result of component analysis, the foreign material at the nozzle port was silicates and organic silicone derived from medical solution. Moreover, the red foreign material around the nozzle was rusty since the material were fe (iron) and ir and detected hydroxyl groups with edx. Silicates and organic silicones were not components derived from the endoscope, but from the medical solution. It was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. Additionally, there was no deviation from the instruction manual on reprocessing steps at the material residue point, and there was no physical damage at the place where the foreign material remained. The root cause of the foreign material in the nozzle at the distal end and on the at the plastic distal end cover could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 5.5 cleaning of external surfaces.¿ ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, ¿chapter 8 storage and disposal¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, ¿foreign material in the nozzle at distal end¿ and ¿foreign material on the c-cover at distal end¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing steps were not implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.